Event description:
It was reported that before a laparoscopic colon procedure; the package was broken so the device was not sterile. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch # m90y6r. The device was returned inside a blister that was found to be in good condition and not broken as it was reported; however, the tyvek from the packaging was returned with a piece of a broken blister still attached to one of the corners of the tyvek. Upon visual inspection, scratches were found to be on the surface of the broken piece of blister, which suggests that a sharp object had contact with the packaging. This condition is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. No incident related to the reported event was observed during the batch record review.